Manufacturer narrative:
Product ID neu_unknown_lead lot# serial# unknown , product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had 2 interstim devices. The right one has had some problems since the implantation in 2015 with lead impedance and also it appeared to flip in position several times. Lately I have had right leg sciatica type pain pulsing down the front of their leg and up the back and a history of right lumbar facet joint area pain for 2 years ( right where the implant is ). Back problems have been ruled out as a cause. They had a recent hip xray to see if that was causing the pain and the xray showed the interstim lead is twisted and the device was rotated 90¿. They had turned it off as it hasn't worked properly recently and the lead was obviously faulty because it was giving them unpleasant sharp electrical shocks in their perineum area. They wanted their urologist to take out the device as they were convinced it is causing this shooting pain and the deep throbbing pain in the right lumbar facet joint area. Incidentally their left implant works very well and always had.